Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the clinician implanted the valve during the procedure, they checked it to determine if it was allowing flow of cerebrospinal fluid (csf). After palpating the valve, the clinician decided there was no csf flow. The valve was replaced. There were no symptoms or complications associated with the event.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, and reflux testing. The valve did not meet the 20.4 ml/hr requirement of the pressure flow test. However, it passed the 46.8 and 5.5 ml/hr pressure flow and the pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, which could affect the flow of fluid through the valve. The ¿warning and precaution¿ section of the ¿instructions for use (IFU)¿ that accompanies the device cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ no ventricular catheter or peritoneal catheter was returned. However, small amounts of catheter were sutured to the inlet and outlet of the valve, but there was not the required length to test for patency or leak. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.